Event description:
It was reported that a few weeks after this right atrial (ra) lead was implanted a dislodgement was noted, as well as high pacing thresholds and pacing inhibition. The patient underwent surgery to reposition the lead. No additional adverse patient effects were reported.